Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. Customer had blood glucose level of 90 mg/dl. Customer was treated with food. Customer was alleging insulin pump for over delivering because doctor keeps lowering basal but customer still getting same night lows. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.